Event description:
It was reported that noise on the sense/pace portion of the lead was observed. Noise was not able to be reproduced with aggressive pocket manipulation. Further evaluation and replacing the lead was suggested. The physician decided to continue monitoring the patient. The lead remains implanted.

Manufacturer narrative:
External insulation abrasions were noted at 8.1-9.3cm and 11.6-12.7cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at these locations. External insulation abrasion was noted at 6.3-6.7cm from the connector pin. The coil was visible at the same location. This is consistent with the observation from the field of noise.

Event description:
New information notes the lead was explanted and replaced due to externalized conductors.